Event description:
It was reported the customer received a compromised force sensor system alarm while changing their infusion set. Customer's blood glucose was 297 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer stated they did not press on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to the alarm. The insulin pump cracked battery tube threads, cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube.